Manufacturer narrative:
D9: device available for evaluation updated to yes and date returned to manufacturer added h3: device evaluated by manufacturer updated to yes investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
On (B)(6) 2021: faint false positive result on cardinal health rapid test kit lot hcg1012011. Customer retested the same sample with an alternate lot of cardinal health rapid test kit and obtained a negative result. Customer alleges the negative result is the accurate result. No adverse outcomes occurred. Although further information was requested, no additional information was provided.

Manufacturer narrative:
Devices not returned. Pending results of investigation.